Event description:
Lab tech took clean gloves form kimberly-clark, sterile nitrile powder-free exam gloves, size m, (B)(4), lot #sm3336zzz_28bx, date of manufacture 2013-12, expiration date 2018-11 and proceeded to put them on and was nicked by a shard of glass located inside of the glove. First aid was provided. Event abated after use stopped or dose reduced; yes. Called kimberly-clark on (B)(6) 2015 at 11:00. Spoke with (B)(4).